Event description:
Patient undergoing CABG in spor 20 at 7:30am. After induction and placement of central lines, 250ml infusion with 250mcg of sufentanil and 5 mg of midazolam was started at 100 ml/hr on sigma pump y024038. No alarms were noted on the pump. During the pre-bypass stage of the procedure, very difficult to control hypertension was noted, with systolic reaching 180mmhg. Ultimately, the patient reached stable hemodynamics with 3 mcg/kg/min of nitroglycerine and 2.5 mg/hr of nicardipine on top of 0.7-1.0 mac of sevoflurane and the sufentanil/midazolam infusion. When the vtbi alarm sounded approximately 2.5 hours after starting the infusion (the patient was now under cardiopulmonary bypass), it was noted that only ~75 ml of the intended 250 ml had been infused. The pump was replaced. The patient is still undergoing surgery, but intraoperative awareness will be assessed postoperatively. Manufacturer response for IV pump, IV pump (per site reporter) ongoing issue with baxter pumps.